Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced hyperglycemia with blood glucose levels reported over 400 mg/dl for approximately 24 hours. During this time, the ilet pump was not providing insulin delivery because it was not recharged and could not be used. The user was taken to an emergency room and treated with rapid-acting insulin. Hospital staff began diabetic ketoacidosis (dka) management, but the user declined admission and was discharged on (B)(6) 2025.